Event description:
The customer reported that the olympus gastrointestinal videoscope had adhesive residue coming out of the distal working channel following the completion of a procedure. According to the initial reporter, the procedure was completed without any negative impacts to the patient.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. Foreign body/fluid residue was discovered on the distal end and inside the working channel. Additionally, foreign material was noted on the charged couple device light guide lens, the biopsy channel, the insertion tube, and the bending section. The evaluation also noted that the plug unit was slightly deformed. If additional information becomes available following device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information has been added; a correction was made. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following: suggested event 1: residue of glue was present in the biopsy channel and the distal end. Medical glue was injected via endo therapy accessories during the procedure. The user made a mistake of accessories handling when withdrawing it, then the medical glue adhered inside the biopsy channel. The medical glue got stuck and remained within the biopsy channel. Suggested event 2: residue was present at the insertion section and the biopsy channel. From consideration of suggested event 1, we presume that the facility staff was less trained in reprocessing and/or device handling according to instructions for use (IFU). We are unable to identify the accessories used in the procedure. If olympus¿s were used, the user may have used disposal needle. IFU of the needle cautions the user about withdrawal of it as follows: "withdrawing the instrument from the endoscope warning do not withdraw the instrument from the endoscope quickly. This could scatter blood, mucus, or other patient debris and pose an infection control risk. Caution do not withdraw the instrument from the endoscope while the needle is extended. This could damage the endoscope or instrument. If resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope." IFU of the subject device says to avoid aspirating solid matter or thick fluids as follows: "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids."